Event description:
It was reported that during a ptca/stent procedure, the stent appeared twisted on the stent delivey system (sds) balloon. A focal narrowing in the middle of the stent was observed after deployment. Significant resistance was encountered removing the sds, following balloon rupture at 20 atm (above rbp, contraty to IFU). Full resuscitative efforts were initiated. The stent was then post-dilated, resulting in timi grade 1 blood flow and a 20% residual stenosis.

Event description:
Limited information was reported. Medical intervention was required to prevent patient injury during a ptca/stent procedure.